Manufacturer narrative:
No other vitamin b12 patient results were in question. No other assays were in question. No event log messages were generated in connection with this event. The customer provided system check data from (B)(6) 2012; all system check parameters were passing within specifications. The customer's qc was within the laboratory's established limits before and after the event, but several qc failures were noted in the customer's qc data during (B)(6) 2012. All qc failures were outside limits high. The customer either re-ran the qc to get an acceptable value or performed some simple troubleshooting, such as recalibrating or using fresh qc material. The laboratory utilizes bd serum separator tubes with gel for vitamin b12 sample collections. The customer centrifuges vitamin b12 samples for 7 minutes at 4,000 rpm at ambient temperature. The customer states samples are run within 24 hours and are not stored. A field service engineer (fse) was dispatched to the customer's site. The fse replaced the aspirate probes and tightened the vacuum tubing. The fse found the ultrasonics transducer voltage at 179 volts, and adjusted the voltage to the specified 197 volts. After completing repairs, the fse performed a system check and high sensitivity system check. All diagnostic tests passed within specifications. Instrument verified as meeting published performance specifications. The cause for this event is hardware due to ultrasonics outside specification.

Event description:
A customer contacted beckman coulter inc., (bec) and reported two occurrences of erroneously elevated vitamin b12 results on two patients. This report is to document the event for patient 2 occurred on (B)(6) 2012. The patient sample was tested for vitamin b12 on access 2 immunoassay system and was re-tested on this instrument on the same day. Both the original and the repeat result for patient 2 recovered above the normal reference range, and displayed imprecision outside of the specifications. The customer stated the erroneous results were reported outside the laboratory. The customer did not report an effect to patient or users attributed or connected to this event. MDR #: 2122870-2012-01913 is being submitted for patient 1 results obtained on (B)(6) 2012.